Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported having had right side "moderate" breast pain. Patient additionally reported right side breast feels "painfully hard and looks abnormal due to capsular contracture," (translates to baker grade IV). Patient reported having been diagnosed with a ¿connective tissue disorder.¿ side was unspecified, this record represents the right side. No indication treatment or surgical reoperation has occurred, upon review, the event of "connective tissue disorder" has been ruled out and there is no complaint against the device. Physician later reported report a right -side rupture plus capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h3, h6.

Event description:
Device has been explanted and replaced.